Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the device was above eri. The device was unable to be interrogated via ble when received. Bluetooth malfunction was recorded in the print out alerts. The cause of the loss of ble telemetry was consistent with a ble circuitry anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
H6 - investigation conclusion 4316 - code not available, as report was retracted. Correction: this report is to retract 2017865-2022-07291 submitted on (B)(6) 2022. Product was within abbott control and not in presence of a customer. This was found within internal testing. Item does not currently meet MDR filing requirements.